Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t assay on a cobas e 411 analyzer (rack system). Patient 1: the sample initially resulted in a troponin t value of 15.79 pg/ml and repeated as 1228 pg/ml. Patient 2: the sample initially resulted in a troponin t value of 16.98 pg/ml and repeated as 121.5 pg/ml. No questionable result was reported outside of the laboratory the troponin t reagent lot and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer checked the analyzer and adjusted the probe liquid level detection voltage. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.